Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration. The two other xpert devices referenced are being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xpert instructions for use states: use prior to the use by date. The investigation determined that the reported use of the product after the expiration date was due to user error.

Event description:
It was reported the procedure was to treat a lesion in the right leg, tibial artery. An unspecified xpert stent system was advanced in the patient anatomy and the stent was deployed. Post-deployment, it was noted that the xpert stent system had expired. There were no adverse patient effects or clinically significant delay in the procedure reported. The following day the patient had a below-knee amputation, however, it was said to be unrelated to the xpert stent. Additional information: a total of three expired 4mmx60mmx135cm xpert stents were implanted. Amputation was performed due to inability to restore blood flow to the ischemic leg, even after initial stent placement. No additional information was provided.